Event description:
It was reported that, three years eight months and eight days post port placement via the right internal jugular vein, the port allegedly had a resistance upon flushing. It was further reported that, the image revealed that the device allegedly had a leak. Reportedly, upon removal it was found that the catheter was allegedly cracked. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port, one groshong catheter and one cath-lock was received for evaluation. Functional, gross visual, tactile, dimensional observation and microscopic visual evaluations were performed. A complete circumferential break was noted to the proximal end of the catheter returned and was noted to be round and smooth on both regions. A partial circumferential break was noted and the edges were uneven and jagged. Also, kinks and catheter wear was noted throughout the catheter. Upon infusion, leaks were observed from the breaks on the catheter. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified catheter wear and deformation issues. The investigation is also inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the approximately three years eight months and eight days post port placement via the right internal jugular vein, the port allegedly had leak. It was further reported that the crack was allegedly found at approximately 10.5 cm from the tip of the removed catheter. Reportedly, the port system was removed. The procedure was completed by replacing another port system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.